Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient is unable to disable MRI mode.

Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.